Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral hernia. It was reported that after the implant, the patient experienced infection, chronic pain, adhesions, hernia recurrence, mesh erosion, nausea, vomiting, abdominal pain, tenderness, obstruction, and swelling in abdomen. Post-operative patient treatment included revision surgery, mesh revision, and lysis of adhesions.